Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. No blood was observed inside the iab catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. No nonconformances were found that are considered to be related to the event. (B)(4). Supplement - device evaluation.

Event description:
During use an alarm occurred, "blood back" - the staff was unable to clear it. The iab catheter was removed, a second catheter was not placed and the patient died. The customer reported that the patient was very sick and does not attribute the death to the event.

Manufacturer narrative:
Correction: date rec'd by MFR was inadvertently left out of the initial and follow up MDR. Date rec'd by MFR: 07/27/2016. Follow up MDR #1 date rec'd by MFR: 09/14/2016.

Event description:
During use an alarm occurred, ¿blood back¿ - the staff was unable to clear it. The iab catheter was removed, a second catheter was not placed and the patient died. The customer reported that the patient was very sick and does not attribute the death to the event.

Manufacturer narrative:
The device was returned to the manufacturer however, at this time, it has not been evaluated. When an assessment of the affected product is complete a supplemental report with our additional findings will be provided. (B)(4).

Event description:
During use an alarm occurred, ¿blood back¿ - the staff was unable to clear it. The iab catheter was removed, a second catheter was not placed and the patient died. The customer reported that the patient was very sick and does not attribute the death to the event.